Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) number is k013227.

Event description:
Biological failure was reported. Tooth#10 (universal).

Event description:
It was clarified by the customer that this was a non of integration.

Manufacturer narrative:
This report is being submitted to report corrected and additional information. After clarification from the customer about the event, it has been found that the event does no longer meet the requirements for a reportable event. No further submission will be submitted for this event. The following sections are being reported: b5 describe event or problem h2: if follow-up, what type h10: additional narratives/data